Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting procedure, crossing difficulties were encountered. The 90% stenosed target lesion contained a >45 and <90 degree bend and was located in the mid right coronary artery(rca). The 32 x 2.50mm taxus liberté stent was unable to cross the lesion. The catheter was removed and the product was completed with a different device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at various locations. Struts on several rows towards the middle of the stent were bent outwards distally. The outer and inner were kinked at four locations. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).